Event description:
A 35 year old white, gravida 3, para 3 female; status post bilateral subglandular transaxillary 245cc mcghan gels placed for augmentation 07-12-1982. Pt denies history of trauma, and reports 2 episodes of burning pain on the right lateral breast with nursing. Pt complains of systemic symptoms which have begun since implantation, but doesn't know if these are related to her implants. The symptoms are progressive, and per pt's husband, who accompanies her, symptoms are also disabling. Symptoms include: arthralgias/myalgias (positive am stiffness), paresthesias, spasms, swelling, fatigue, sleep disturbances, low grade fevers, hot flashes/sweats, dizziness, memory loss, "sicca", hair loss, oral sores, rashes, sensitization to sun, chest pain, dry skin, weight gain, easy bruising, and pelvic pain. Pt is otherwise healthy.